Event description:
Senseonics was made aware of an incident where customer received several "sensor check" alerts.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The sensor was investigated, and customer complaint was confirmed after both review of the in-vitro and in-vivo data. The investigation found that the root cause of the reported issue was led crash. The system correctly disabled the sensor due to performance failure and the system's self-test functions are working normally.